Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that reservoir icon was showing empty when reservoir still had insulin and time on insulin pump was incorrect. Customer received assistance with reservoir icon. Customer was not able to see well and was not able to fix time. Customer would wait for assistance from family. Customer also reported to have received a no delivery alarm and was able to resolve with reservoir change. Customer was not able to troubleshoot due to it being a past event.